Event description:
According to the op report, this valve was explanted due to pannus and "significant" insufficiency as demonstrated on catheterization. At explant, there was a "large" amount of pannus extending "into and under the mechanism" of the valve. The valve was removed and the pannus was debrided. A patch aortoplasty and an annular enlargement procedure were performed in order to accommodate a 23mm valve (sjm 23aec-102). Postoperative "tee" showed "excellent" valve function and the pt was brought to the ICU in "stable" condition.